Manufacturer narrative:
This case is determined to be a duplicate of pr (B)(4) reported with MDR 3030677-2021-13198. The investigation is complete.

Event description:
It has been reported that the device is failing self-test.